Event description:
It was reported that a critical alarm was heard and confirmed through telemetry in 2011. The alarm was due to a 0ml reservoir volume. It was noted that the alarm was driving the patient insane. Additional information received reported in 2015 that the patient¿s pump was full of saline and had been alarming for 4-5 years. Prior to the saline, the pump had bupivacaine and morphine. The pump was last filled with saline about 4-5 years ago. Telemetry had not yet been performed. Additional information received reported that the patient had been hearing the pump for the last year prior to the report. The pump had been filled with saline for the last 2 years that the patient could remember. The pump had been alarming for ¿about a year or two¿. When the pump was interrogated, the physician programmer gave a prompt to turn off the pump permanently and the manufacturing representative chose ¿yes¿. The patient was discussing the approach of removing the pump since she does not use it anymore. A follow-up report will be submitted if more information becomes available.

Event description:
Additional information received reported that the pump was at end of service (eos) and it prompted the manufacturing representative to turn it off. No passcode was required.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, implanted: (B)(6) 2004, product type: catheter. (B)(4).